Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the approximate date of onset incorrectly. Date of event, corrected data: the initial report inadvertently reported the approximate date of event incorrectly.

Event description:
Further follow-up revealed that the lead was replaced due to compatibility with the replacement generator. It was reported that the surgeon gives the family the option of lead replacement if the lead has been implanted for greater than ten years. It was reported that since the lead was implanted in 2003 that it would be placed prophylactically and move forward with a model 105 generator. Attempts to have the explanted products returned for analysis have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient's seizures have been lasting longer and sometimes last for 15 minutes. The notes indicate that the vns was checked and the battery is at end of life. The patient underwent generator and lead replacement on (B)(6) 2013. It is unknown why the lead was also replaced. The explanted product have not been returned for analysis. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The explanting facility reported that they do not have the explanted generator to return for analysis.

Event description:
It was reported that the explanted generator and lead were available for return to the manufacturer. The devices were received on (B)(4) 2014. Analysis has not been completed to date. It was reported that the reason for generator replacement was near end of service of the battery.

Event description:
Analysis of the generator and lead was completed. The reported end of service allegation was confirmed ; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings, there is no evidence to suggest an anomaly with the returned portions of the device.